Manufacturer narrative:
Additional information was reported with the patient's gender and age. This was added to the report.

Manufacturer narrative:
Added patient weight.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The implant date, serial number, patient weight, sex, and date of birth were requested but were not provided. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete atrio-ventricular (av) block was noted. Subsequently, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.